Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, the suture broke while in use on five patients and the needle detached while use on five patients.